Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse removed the analytical module and verified mechanical operation of system hardware. The fse noted during the first wash prime of pipettor, excess bubbles formed in the pump; the bubbles then moved through the dispense probes. The fse replaced the wash valve assembly and resolved the bubbling issue. The fse performed high sensitivity system check that failed; the fse replaced the wash pump belt and initialized the system to perform "wash pump backlash." The second high sensitivity system check performed passed within system specifications and quality control (qc) performed within the customer's established ranges. The unit conformed to the manufacturer's published performance specifications. System check performed on (B)(4) 2012 passed within specifications.

Event description:
The customer reported an elevated troponin I (accutni) result, within the risk stratification, for one patient, involving access 2 immunoassay system. Subsequent testing recovered a lower result within the normal reference interval, correlating with the patient's clinical presentation. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.